Manufacturer narrative:
Concomitant medical products: 5024m-58 lea, implanted (B)(6) 1995. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited non-capture and poor sensing for several months. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.